Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that the case was initiated with the pump functioning appropriately and no alarms or warnings noted. Approximately 1.5 hours into the procedure, the console unexpectedly powered off despite being plugged in and fully charged. No high motor current events were observed. Upon restarting, the console displayed an ¿unexpected controller shutdown¿ error. The pump and console were successfully restarted, and the remainder of the case was completed without further issues.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary the device was returned for evaluation. Device analysis: the console was tested but the failure did not reproduce during testing. Root cause: the cause of the unexpected reboot could not be determined due to the lack of indication in the logs and failure to reproduce.